Event description:
The patient was implanted with a left ventricular assist device (lvad). During a routine transplant procedure, the surgeon reportedly noted that the bend relief was disconnected from the outflow graft and was creating a kink in the graft.

Manufacturer narrative:
The patient was successfully transplanted without issue. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.